Event description:
It was reported that a spectrum pump turned off after infusion and had an incorrect flow rate during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'pump turns off after infusion' was not reproduced. Evaluation inspected for downstream occlusion and found the device did not auto-restart during downstream occlusion test. Review of the event history log confirm multiple downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor. The downstream sensor requires replacement to address this issue. The reported problem ' flow rate incorrect' could not be produced. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Should additional relevant information become available, a supplemental report will be submitted.